Event description:
The account alleged that the head of the stretcher was not going down. No pt impact.

Manufacturer narrative:
The technician found the gas springs leak. The technician replaced the gas springs to resolve the issue.